Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events 12 events were reported for this quarter. Product return status 8 devices were received for evaluation. 4 devices were not available to stryker for evaluation. Evaluation status 8 device evaluations are in progress. Additional information there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 12 malfunction events in which the device reportedly overheated; 9 events had no patient involvement; no patient impact; 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 12 total events were initially reported. 6 previously reported events are included in this follow-up record.   Product return status 6 devices were received.   Evaluation status not confirmed 6 reported events were not confirmed during testing; however: - 3 devices were found to be affected by gritty/damaged bearings. - 2 devices were found to be affected by corroded motor. - 1 device was found to be affected by corroded bearings.   Additional information  devices were not labeled for single-use. Devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device reportedly overheated. 9 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 10 previously reported events are included in this follow-up record. Product return status 2 devices were not available to stryker for evaluation.    Evaluation status 2 reported events were confirmed during testing. - 1 device was found to be affected by corrosion. - 1 device was found to be affected by a worn rotor. 6 device evaluations are in progress.   Additional information 10 devices were not labeled for single-use. 10 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 12 </noe> malfunction events in which the device reportedly overheated. 9 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.